Event description:
It was reported that during a laparoscopic cholecystectomy procedure the clips were not formed properly. No adverse patient consequences reported. Procedure was completed with same like device.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: what shape were "clips that were not formed properly? No particular shape were the clips that were no formed properly retrieved? Yes, but immediately disposed. Was there any change to procedure or post-op patient care? No. On which firing did this issue occur? Do not know the exact firing but it was in the beginning. Was there any resistance felt when firing? No. Were there any unusual noises heard when firing? No. Was clip advanced into jaws and was surgeon able to visualize clip before firing? As far as the surgeon recalls ¿ yes. What structure was device fired on? Cholecystectomy. Was device fired over existing clip or staple? No.

Manufacturer narrative:
(B)(4). The analysis results found that the er320 device was returned in good visual condition with a clip in the jaws; the clip was removed in order to measure jaws width. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and fed and formed eleven scissored clips. In addition the device locked out as intended. Although it is not possible to conclude how the circumstances occurred, it is known from the history of the instrument that an incorrect/excessive application of torque to the jaws during instrument use creates a misalignment of the tips. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.